Event description:
A renegade catheter was used for therapeutic delivery of chemotherapy. During the procedure, the catheter broke 1.5 cm from the hub. There were no complications or intervention reported with this event.